Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. One of the internal screws had detached. Additionally, the coating for the emergency light harness was torn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during inspection, their olympus visera elite xenon light source had an internal screw come off. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.